Manufacturer narrative:
During a routine visit by distributor, physician mentioned that he had used the orthadapt bioimplant as part of a tendon repair procedure (lateral ankle instability). The revision procedure, including removal of remaining orthadapt material, occurred approx one year prior to the physician's report. During a follow-up conversation, the physician indicated that the orthadapt had been implanted approx two years ago. The model number and lot number were not reported and could not be determined as of this report. Based on the available info, no conclusions can be drawn as to the cause of the this event. The product was not returned to the manufacturer for evaluation. The manufacturer of the device were pegasus biologics, inc., synovis orthopedic and woundcare, inc. Are the reporting company for the event. The implant occurred prior to the synovis acquisition of pegasus biologics.

Event description:
Physician reported that following tendon repair for lateral ankle instability with orthadapt bioimplant augmentation, the pt developed a foreign body response. The remaining orthadapt material was subsequently removed.